Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). A 15mm x 3.00mm nc quantum apex balloon catheter was advanced for dilatation. On the 3rd inflation at 12 atmospheres the balloon ruptured. The physician removed the device intact and the procedure was completed with a different device. No patient complications were reported. The patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).